Event description:
It was reported that the patient elected to have the device explanted and the leads capped after experiencing inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.